Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided the customer with complete pump reset information and assisted them through the pump reset process. After the reset, the pump no longer displayed the cgm error code, and the customer successfully started their sensor session.